Manufacturer narrative:
The need for revision was identified in imaging, which shows subsidence of the tibial implant. The information provided is not sufficient to determine the exact root cause of the implant failure. A revision surgery is planned. The implants to be explanted wil be retrieved and analyzed after the surgery, evaluating the polymer component for signs of wear damage on the articulating surface and the locking surface where it interfaces with the metallic tibial implant. Furthermore, the bone and joint space will be evaluated for evidence of osteolysis.

Event description:
Patient is having a revision procedure to address tibial component loosening and wear on unicompartmental knee from 7 years ago.